Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found reservoir transfer guard needle occluded. Unable to performed pre-fill test and unable to remove transfer guard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a leak present. The customer current blood glucose level was unknown. The customer stated that the white cap of the reservoir came off when the transfer guard had come loose. The reservoir will be returned for analysis.